Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels not confirmed in pump logs. Basal rate had one setting of .13 u/hr on (B)(6) 17. There were no erratic bolus requests. There were no obvious requests or deliveries that would cause a low bg event. User was new to the pump, and may have needed to consult with a healthcare provider regarding pump settings. Since (B)(6) 2017, adjustments have been made to both basal rate and correction factor. User has not called tandem customer technical support complaining of low bg levels since adjustments were made to pump settings. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 30 mg/dl. Juice and a snack were consumed to address the bg level. The cause of the low bg was not known; however, it was thought that the pump settings may be the cause. The customer reverted to using insulin injections to manage diabetes.